Event description:
The customer complained of a questionable crep2 creatinine plus ver.2 result for 1 patient's urine sample tested on a cobas 6000 c (501) module. The initial result was 22 mg/dl. The initial result was released outside of the laboratory but was questioned by the physician. Testing was repeated on another analyzer with a result of 88 mg/dl. The result of 88 mg/dl was deemed to be correct. There was no allegation of an adverse event. The reagent lot was 33771901 with an expiration date of 31-jan-2019. Based on the acceptable qc data provided, a reagent issue was not evident. The field engineering specialist was unable to determine a root cause. He replaced all of the following components: inside and outside reaction bath windows, the photometer lamp, the reaction cells, the ise sipper and pinch tubings, the ise cartridges, the vacuum valve assembly, all rinse tubing, the vacuum diaphragm, the vacuum pump springs, the vacuum pump flapper valves, the reagent probes, and the sample probe. The customer ran calibration and qc and all results were acceptable. Following the service visit, no further issues have occurred. The investigation did not identify a product problem. The cause of the event could not be determined.